Event description:
MFR received a report from an attorney stating that an attendant was unable to stop a power wheelchair with the control. The attendant slowed the chair by grasping the handgrip. As a result of this incident, the attendant allegedly sustained a shoulder injury which required medical intervention. Evaluation has not been permitted and no malfunction has been reported which would result in the described incident.